Event description:
It was reported that the patient experienced increased pain following their indirect decompression (ID) implant procedure. The physician assessed that the implant at lumbar 4-5 resulted in further stenosis at lumbar 5 and sacral 1, causing the increased pain. The patient underwent an explant procedure where their ID spacer was removed and was doing well post-operatively. The device was disposed by the facility and will not return for analysis.